Event description:
The facility reported a colleague infusion pump with "contaminated prisms." It is unknown when this event occurred; however, this event occurred in the ER. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with contaminated prisms was not confirmed during product evaluation. The root cause of the reported problem was determined to be user error resulting from using a non-baxter pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. A device history review was performed with no exceptions found during manufacturing.a service history review revealed no previous service events were related to the reported condition.baxter will continue to monitor similar reports to determine if further actions are required.this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.